Event description:
Healthcare professional reported right side deflation. This is a non-allergan device. Device explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.